Event description:
It was reported that during a laparoscopy for pid (pelvic inflammatory disease), the surgeon was doing adhesiolysis with a right angle monopolar hook through the trocar. The cautery hook connected to the edge of the sleeve and surgeon saw something that might have been a small part of the sleeve to have fallen into the patient's abdomen. On inspection of the hook and putting it through the sleeve it was noted that the sleeve of the hook was reinsulated and that it was now more than 5mm in diameter. This cased the electrocautery instrument to be put through the sleeve with resistance and instrument kept on hooking on the sleeve. The trocar was removed. The surgeon would like to urgently establish whether a part of the edge of the sleeve is damaged or missing to conclude whether there is any foreign body left in the patient's abdomen.

Manufacturer narrative:
(B)(4) damaged sleeve assembly. The analysis results found that the device was returned in good visual condition. Further evaluation of the device, found dent at distal end of the sleeve. Test devices were inserted and removed through the device as intended; however, due to the found dent on the tip of the sleeve interferences were noted during the insertion of the test devices. No conclusion could be reached as to what may have caused the found condition. It could not be determined what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.